Manufacturer narrative:
(B)(4). Batch # k90w4m. The er420 device was returned for analysis and upon inspection the jaws were found to be in a yielded condition. In an attempt to replicate the reported incident, the device was functionally evaluated. Upon firing of the device, the remaining 12 clips were ejected due to the condition of the jaws; finally, the instrument locked out as intended. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, no anomalies were found. Possible causes for the found condition of the yielded jaws may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. It is known from the history of the device the batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. That the condition of the jaws may lead dropping/ejected clips.

Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: what is meant by "clip dislodgement": when firing clip don't form correct formation and clip came off of a vessel during case doctor change the new one (er420) which can be used as normal.

Event description:
It was reported that during an unknown procedure, there was clip dislodgement. Unknown how case was completed. There were no adverse consequences for the patient.